Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
It was reported that the ipg required frequent recharging and would not last 24 hours between recharges. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Postoperatively, the issue has resolved.